Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that redetection and subsequent spontaneous termination led to an inappropriate therapy for this rhythm. The rhythm then converts again into ventricular fibrillation (vf) until all therapies were exhausted. After the first episode on that day, the patient was taken to the hospital via ambulance. In the shock room of the hospital, another episode occurred and was treated with an external shock. The device and lead remain in use. No further patient complications have been reported as a result of this event.